Event description:
It was reported that the right ventricular (rv) lead triggered a warning for a spike in rv bipolar pacing impedance.  It was also reported that the rv lead exhibited oversensing, and noise causing inappropriate ventricular pacing and misclassification of episodes.  Additionally, the rv lead triggered a lead integrity alert (lia) triggered for sensing integrity counter (sic) with two or more high rate non sustained episodes with potential inhibition of pacing and the episodes do not appear to be true arrhythmias.  The patient experienced dizziness which may be correlated with rv lead oversensing noted on stored electrograms (egm).  The rv lead setting was adjusted to integrated bipolar and the lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d4 ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead had a spike. Analysis of the device memory had an observation relating to pacing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.